Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately superficial femoral artery. A 5.0x150x150-hybrid otw sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured and a pinhole was found in proximal part of the distal tip. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.